Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: the device was broken shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: broken sharp and partial delamination of orientation dot. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge broken in the side posterior assessed as unidentified (tear) opening; partial delamination of orientation dot due to adhesive failure. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and rupture. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade IV. The device has been explanted.